Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal aortic stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately (8) eight years post initial implant, the patient was observed with a 3b endoleak during a computed tomography (CT) scan at a follow-up visit. Patient is stable and pending re-intervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak event is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type iiib endoleak is due to the use of the strata material. Procedure related harms of this event could not be determined with the medical records available for review. The clinical evaluation also shows reasonable evidence to suggest a stent fracture of the bifurcated stent graft. The most like causation for the stent fracture is due to the type iiib endoleak. The clinical evaluation also identified the superior stent margin of the proximal extension was 9.7mm below the left renal artery. However without comparative imaging it could not be determined if there was migration versus sub optimal placement. These findings were discovered during an examination of the computed tomography scan dated 18 sep 2020. The final patient status was reported as being fine post secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal aortic stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately (8) eight years post initial implant, the patient was observed with a 3b endoleak during a computed tomography (CT) scan at a follow-up visit. Patient is stable and pending re-intervention. Additional information: a successful re-intervention was completed. The physician elected to reline the existing stent grafts with a non-endologix (gore) excluder. Additionally, clinical assessment identified a stent fracture of the bifurcated stent graft, and the superior stent margin of the proximal extension was 9.7mm below the left renal artery.